Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. As a result, atrial undersensing occurred that caused pacing on the ra lead which then led to diaphragm stimulation. No adverse patient effects were reported. At this time, the ra lead remains implanted and in service.

Manufacturer narrative:
(B)(4). An investigation is currently ongoing for this issue. Once any additional information becomes available, this report will be updated.

Event description:
The device was reprogrammed to ventricular pacing only and the ra lead remains implanted. A revision procedure has not been scheduled and it is not expected to be performed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.